Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a transmitter that "did not work". No additional patient or event information is available. Product was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. A transmitter final functional test was performed and passed. Data could not be downloaded. Bin file analysis was performed and failed as a loss of connection over an hour was observed. The complaint confirmation was confirmed. The root cause could not be determined. The reported issue of unknown transmitter issue is reportable based on the finding of a confirmed connection loss.